Event description:
I purchased this bp monitor to self-monitor blood pressure. I returned it. They refused to repair or replace. Monitor does not give accurate readings. It is therefore useless in determining my need for blood pressure medication.